Manufacturer narrative:
Device was not returned for root cause analysis. No photographic evidence was provided to aid in investigation. Neither samples nor pictures were received for the analysis of this complaint. The device history record was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Complaint could not be confirmed and without the return of the used samples, a comprehensive failure investigation could not be performed, and a probable could not be determined.

Event description:
It was reported that the cassette was leaking. The leak was noticed after addition of saline and drug after airing out the cassette. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
E: extension 1643 investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction. D9: 10-dec-2024. H3: the device history record of reported lot number 6005597 was reviewed, and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. One cassette was received for analysis. No damage or anomalies were observed during visual inspection. Functional testing was performed, and a leak was observed to be coming from the internal bag at the seal. The probable cause of the leak is due to inconsistent sealing of the internal bag during manufacturing.